Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a calibration error. There were also a variation between the blood glucose level and the sensor readings. The blood glucose reading was 19.6 mmol/l and the sensor reading was 4.6 mmol/l. During troubleshooting, it was found that the sensor may not be responding to changes in glucose. No further information was provided.